Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of 348 mg/dl. The customer was uncertain of the suspected cause. The customer delivered a bolus. Additionally, it was reported that an altitude alarm occurred. There was no impact to the customer's bg level due to the alarm. Reportedly, the customer was able to clear the alarm and resume insulin delivery.